Event description:
The patient received assistance from their manufacturer representative or healthcare provider and her concerns were resolved. The patient appointment scheduled for 2015-(B)(6) and would need battery replacement. It was later reported on 2015-(B)(6) that programmer had defective digital board.

Event description:
It was reported later that it was confirmed to be normal battery depletion. Reprogramming was just programming the new device. No re charger was involved.

Event description:
It was reported later the out patient required battery changed and was reprogrammed. It was reported as device related. The patient outcome was reported as recovered without permanent impairment.

Event description:
It was reported that patient was not being able to make adjustment both with or without antenna attached to her programmer and was not able to connect to her neurostimulator (ins) with or without the antenna attached to programmer on the day of this call. It was noted that patient did not have a fall or trauma. It was noted that patient received another programmer a day after and could not communicate with or without antenna. No patient harm reported. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v364967, implanted: (B)(6) 2009, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).